Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/24/2019. This event was evaluated in-house the customer - there was no on-site evaluation by the manufacturer. The customer reported that the reported event could not be reproduced - however, the event was confirmed as failure of air flow testing. Therefore, the air flow sensor assembly was replaced to address this event.

Event description:
The customer reported a co2 rebreathing risk alarm. This event was reported to have occurred during clinical use - there was no allegation of harm associated with this report.

Manufacturer narrative:
G4: 29jan2020. B4: (B)(6) 2020. A gds (gas delivery system) was returned for analysis. An investigation was performed and this customer complaint was caused by an out of specification air flow sensor u1 (lot code: 0802). Replacement of u1 on the air flow sensor corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.